Event description:
Pump battery was reported to deplete too fast. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting after reporting the issue via email.